Event description:
The manufacturer received info alleging the exhalation port on the pt's circuit was not working correctly. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.